Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient inserted sensor into buttocks which is not an approved site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).